Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2019, it was reported that the device did not cut properly. The customer returned an air dermatome device, serial number (B)(6), for evaluation. The customer also returned a hose and 1"/2"/3"/4" width plates, for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated air dermatome serial number (B)(6) one time as documented in the repair reports in livelink. The last repair was april 25, 2014 where it was reported that the device needed preventative maintenance and the ball detent, machined head, control bar, thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, poppet assembly, and o-ring were replaced. This is not a related issue. Product review of the air dermatome on october 31, 2019 revealed that the calibration and motor speed were both within specifications and the control bar was in the correct position. The 1" and 4" width plates were dinged in the harvesting area and leading edge. The head, neck, and hand piece were dinged and showed wear. Repair of the air dermatome has not been performed by zimmer biomet surgical as the device is aged and it is unknown if the customer will proceed or purchase a new unit. Although the reported event was confirmed during inspection of the device, it cannot be determined from the information provided what caused the damage to the width plates. Therefore, the root cause could not be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time (ie/CAPA/scar/hhe/d). This complaint will be tracked and trended for any adverse trends that may warrant further action.

Event description:
No additional event information.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Once the investigation is complete, a follow up / final report will be submitted. (B)(4).

Event description:
It was reported that the device did not cut properly. The event occurred during surgery and there was a harm, a delay reported. Attempts were made to retrieve additional information, but there was no response from the customer.